Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the female patient had a malfunction involving two cadd solis pumps and stated to have had prepared a new medication mix, attached the cassette to the pump, and after approximately five to ten minutes, the pump displayed a downstream occlusion alarm. Troubleshooting was performed but the alarm persisted. A nurse clinical educator was consulted and advised that, since both pumps showed downstream occlusion alarms, the issue was most likely related to the patient¿s central line. The patient was instructed to go to the hospital immediately. The position of the pump was unknown, and no photos were provided. Details such as continuous infusion settings, flow rate, and volume delivered were not reported. The reported product fault occurred while in use with a patient. The actual device is available for return and investigation, but no replacement was provided because the patient was instructed to seek hospital care right away. The patient had a backup device, but it malfunctioned as well, leading to the same recommendation. There was patient involvement but no patient harm. The outcome of the event is ongoing. The diagnosis for use was pulmonary arterial hypertension. The patient code was 4582, and the device codes were 2423 and 2281. The procode was frn, and the reference report was mw5178591. The date of this report on 3-nov-2025.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.